Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (828804pl) was implanted on (B)(6) 2020. The patient had shunt malfunction symptoms (unknown symptoms). A surgical exploration was performed and cerebrospinal fluid leakage was noted at the distal end valve. The valve was removed and replaced on (B)(6) 2020. The patient was doing well and discharged.

Manufacturer narrative:
The certas valve (ID 828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 4380970, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and pressure. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. No root cause could be determined as the technician could not confirm any csf leakage at the distal end of valve as reported by the customer at the time of investigation. The root cause for the, for the raised needle guard noted during the investigation is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue reported by the customer could be due to leakage from the distal catheter (no catheter was returned for investigation) as shown in the investigation no leakage at the distal end was noted with the valve.

Event description:
N/a.